Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of screen frozen was confirmed. The touchscreen is unresponsive. The root cause of the failure was identified as an internal failure within the front enclosure. H3 other text : evaluation findings are in section h.11.

Event description:
Per tm - unit has a frozen screen when turned on. The only way to turn it off is to hold the power button for >10 seconds.

Manufacturer narrative:
The device has not been received by the manufacturer for evaluation. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
Per tm - unit has a frozen screen when turned on. The only way to turn it off is to hold the power button for >10 seconds.